Event description:
On 22-aug-2025, the end-user reported that on (B)(6) 2025 they were hospitalized with hyperglycemia with blood glucose (bg) levels of 431 mg/dl. The end-user initially treated as though they were hypoglycemic after misinterpreting an alert but subsequently developed hyperglycemia. The end-user was transported to the hospital by caregiver, admitted, and treated with the ilet and an insulin drip. The end-user was discharged the same day with no reported long-term effects.

Manufacturer narrative:
No product was returned for evaluation. At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.